Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient initially stated they were having issues with the controller charging. Patient used equipment and confirmed the controller was 100% charged and showed a solid green light. Patient initiated a charging session for the stimulator and confirmed seeing excellent charging quality. Patient clarified controller battery was 100% and the stimulator battery was 100%, and their concern was actually that the battery level was not depleting. Patient confirmed stimulation was turned off according to the controller. Patient used the controller to turn stimulation back on, confirmed seeing green border around group a. Agent recommended the patient monitor the battery and call back if issue persists. Patient stated they recharge their stimulator every morning. Agent reviewed stimulation must be turned back on manually if stimulator battery depletes too low. Patient was unsure if stimulator did get too low and was unsure why stimulation was off.